Manufacturer narrative:
Additional information was received on (B)(6) 2017 that the customer adamantly believes pump changed the basal rate itself. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a basal rate of 10 units per hour instead of 0.5 units per hour. The customer stated their blood glucose (bg) level was low but did not provide a value and they had a seizure as a result. The customer disconnected from the pump for the remainder of the day. Review of pump data by tandem technical support showed that the customer activated a different personal profile and changed the basal settings to 10 units per hour beginning at 12:00pm. The customer was notified that their basal rate was above their maximum basal setting however, the customer continued.